Event description:
A tps bi-directional footswitch was sent for service and exposed wire was noted upon visual inspection. No adverse event was associated with the device.

Manufacturer narrative:
The device was not returned to the user facility; it is not repairable once it is disassembled.